Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section e other occupation, section g reporting source. Part analysis: the reported condition of "es - failed hardware - multiple drawers failed to recover. Requires maintenance" was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that replaced the drawer controller board and the retractor band. Finally, tested in hta with no further issues. During dchu visual inspection: pn 353844-01: the unit revealed shorted copper strands with signs of localized thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. Pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 353844-01: no testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. Pn 151622-01: the returned pcba dwr cntlr v1.10/v1 was evaluated on an esd-protected surface using a calibrated digital multimeter showing normal resistance values (>1000 2) for d501, mosfet q501, tp501, and mosfet q601. Additional components were tested (resistors, diodes, etc.) And the hardware test application (hta) confirmed that passed all the tests successfully with no anomalies or intermittent behaviors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "es - failed hardware - multiple drawers failed to recover. Requires maintenance" was due to shorts between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01). This condition resulted in localized thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed to recover and maintenance required. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay to the patient care and the user managed to get the medication from pharmacy station, if required. As per part investigation, it was determined that there was thermal damage observed due to shorts between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) replaced the drawer controller and retractor band, after that tested in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.